Manufacturer narrative:
(B)(4).

Event description:
It was reported that false longevity estimation was observed. It was recommended to re-interrogate the device. No additional information was available.